Event description:
A report was received on 14 oct 2022 from a 74 year old female patient with a medical history including end stage renal disease, who stated they experienced a cartridge blood leak during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 18 oct 2022 from the home therapy nurse (htn) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".